Manufacturer narrative:
Correction/removal report numbers: 1627487-07262012-002-1-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories and a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the cs was notified that the pt will be scheduled for a revision on (B)(6) 2012. This was the only info available at this time.